Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic robotic prostatectomy, at the beginning, the balloon would not inflate. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector balloon was disengaged and pushed into the cannula of the trocar balloon. The trocar balloon, lock collar, insufflation bulb, obturator, 5mm ports, and 5mm obturator were received intact. The inflation syringe was not received. During functional testing, the trocar balloon was inflated using a test syringe, no leaks detected. The lock collar moved freely and locked in place. The ports passed and air leak test. As per replication testing¿s, the observed scratches inside the cannula are consistent with misuse of any sharp instrument at inside the cannula creating the scratches inside tubing. In terms of observed disengaged round dissector balloon from tubing condition, it could occur with an obturator insertion with an excessive pulling force applied to balloon resulting in observed disengaged balloon from its tubing. It was reported that the balloon would not inflate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue of the disengaged balloon from the cannula may occur when excessive air is applied during clinical application. The received unit condition could happen when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use proper inflation volume of balloon using included syringe. Care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.